Event description:
It was reported that the customer had unresponsive buttons on the insulin pump. Customer stated that the act and b buttons won't work. Customer stated that the esc button was working. Customer removed the battery and replaced it. Customer stated that none of the buttons work now. Customer's blood glucose level was 461 mg/dl. Customer has already treated with a shot. Customer stated that only the light button works. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. The device had cracked reservoir tube lip and minor scratched display window.